Manufacturer narrative:
Device received with blank display, problem isolated to lcd board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify low battery alarm due to blank display. Device had minor scratched lcd window, cracked reservoir tube lip, stained address number label and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a blank display. The customer¿s blood glucose level was unknown. The customer stated that they had problem with batteries and changed batteries had blank screen. The customer declined troubleshooting for high blood glucose. The customer was advised that the pump will need to be replaced. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.